Event description:
This report is being filed after the review of the following journal article: slongo, t. Et al (2008), lateral external fixation¿a new surgical technique for displaced unreducible supracondylar humeral fractures in children, j bone joint surg am. Vol. 90 (no.8), pages 1690-1697 (switzerland). Between 1999 and 2005, a total of 31 patients with gartland type-iii supracondylar humeral fractures were included in the study. These patients were treated with a small lateral external fixator (synthes). The outcome of treatment was analyzed with regard to limb alignment, elbow movement, cosmetic appearance, and patient satisfaction. All patients had a mean follow up of 23.6 months. The following complications were reported as follows: = (n=2) loss of physiological valgus. = (n=1) had a cubitus varus deformity. = (n=1) severe limitation of elbow motion (motion improved with physiotherapy, but not to a satisfactory level). This report is for an unknown synthes small external fixator. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unknown small external fixator/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.